Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using supplies for 5-6 days and pre-filling cartridges with insulin. Tandem technical support informed customer that pump supplies should be used for 48-72 hours per the user guide. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose ranged from 100-300 mg/dl.